Event description:
The reporter states that she obtained the following blood glucose comparisons on the accu-chek advantage system: 267mg/dl and 103mg/dl; 355mg/dl and 144mg/dl; 355mg/dl and 155mg/dl; 144mg/dl and 366mg/dl; 366mg/dl and 155mg/dl. All aforementioned tests were obtained within 10 minutes. The reporter felt hypoglycemic with the 267 mg/l and 103mg/dl blood glucose comparison and self-treated. The reporter felt better after treatment. No reported actions with remaining blood glucose comparisons. No adverse event reported. New system sent and return requested.